Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Surgeons often attempt to repair valves in lieu of replacing them to improve long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. The native valve was not repairable as it was subsequently explanted.

Event description:
Medtronic received information from this patient's physician that this valve was replaced due to recurrent mitral valve regurgitation. Upon opening the patient's left atrium and visualizing the valve, the physician noted that "the atrial chord in the p2 position appeared to be redundant and loose. The remainder of the valve appeared to be thickened, and the anterior leaflet prolapsed above the level of the annulus." An annuloplasty ring was implanted, and a "wedge resection performed of the flail segment of the p2 leaflet." This ring was subsequently explanted and replaced with a mechanical valve due to a "mild leak, which appeared to be secondary to the anterior leaflet prolapse." No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.